Manufacturer narrative:
Investigation: five samples were received from customer facility to (B)(4); 2 samples were contaminated with blood, 3 samples were sent to the manufacturing site. DHR was reviewed. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. 3 of the returned customer samples were sent to the chemistry lab for analysis. One that was suspected to be within specification and two with tape on the caps from the customer that were suspected low fills. The non-taped tube was within specification while the two suspect tubes did not meet specification requirements. Based on the investigation, the most likely root cause has been identified for clotting. CAPA¿s (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Sa# (B)(4) has been written. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. Due to the investigation findings, a recall was initiated on 8/15/2017. (B)(4)

Event description:
It was reported that there was an incorrect volume of additive in the 13x75 mm 2.0 ml bd vacutainer® plus plastic whole blood tube causing clotting and incorrect results. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation: bd received samples and a photo from the customer facility for investigation. The customer samples and photo were evaluated, and insufficient additive in the tubes was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to clotting. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Capas have been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigations are currently on-going and will be updated as potential root cause(s) are identified. Additionally, further investigation was conducted through situational analysis (B)(4) and determined that a field action was required (B)(4).